Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Power up process and occlusion test were performed and no problem was found. The device was in excellent physical condition on all cases. Functional testing was unable to confirm the reported complaint. The root cause of the issue could not be determined. This MDR was generated under protocol (B)(4) . Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that there was a primary post alarm. No patient injury was reported.